Event description:
Caller reported experiencing a tandem mobi cartridge alarm during the loading process. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove the cartridge and deliver a bolus, which completed successfully. However, the customer could not resume insulin therapy due to a recurring cartridge alarm, despite attempting to reload the cartridge with guidance. Technical support arranged to replace the pump and original cartridge, ensuring that the customer was prepared for alternative manual insulin delivery (mdi) during the interim. The caller was informed about the replacement pump's updated software and advised on steps for returning the faulty pump, including putting it into storage mode and programming the new pump settings. The shipping address was confirmed, and no signature was required for delivery.